Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s) because it did not match the patient's results from a previous run on an alternate instrument. The sample was rerun on the same instrument and resulted lower. A result from the alternate instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist offered for a field service engineer to be sent to the customer site, and the customer declined service. The customer expressed that the sample appeared to have fibrin. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.